Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's mother behalf to claim no audio output on (B)(6) 2015. The patient's mother claimed that the receiver didn't make any sounds both in case of hypoglycemia and hyperglycemia when the alarms was set. Additionally, at the time of the call, the distributor advised patient's mother to test the alert functionality and patient's mother reported alerts were functional. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported no audio output or hypoglycemia.